Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record review was performed for the subject device: part # 314.05. Synthes lot # 4536110. Supplier lot # na . Release to warehouse date: 24jan2003. Manufactured by synthes brandywine no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product development investigation was performed for the subject device: the returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion (313.93, 314.04, 314.05 and 314.23). The returned device was examined and the complaint condition was able to be confirmed as the cannulated hexagonal tip was found to be broken and missing five of the six sides of the cannulated tip. The complaint condition was unable to be replicated due to the post-manufacturing damage. Based on the complaint condition no definitive root cause was able to be determined. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level (314_05) and shaft (314_05_1). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During routine inspection of field inventory, on (B)(6) 2018, the sales consultant discovered two (2) reduction forceps with bent tine (398.41/t115899), reduction forceps with a broken grip, piece broke off grip (399.99/t115094), depth gauge with a bent needle (319.09/8891642), forceps with a bent tine (398.40/t113938) and the tip of the cannulated hexagonal is stripped (314.05/4536110), this was no patient or surgery involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This date was incorrectly reported as 4/18/2018 in the follow up report (B)(4). The correct date remains 3/19/2018 as reported in the initial report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.